Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause for the air being in the pump was that the home health nurse mistakenly put air in the pump during refill. The action/intervention taken to resolve the issue was that the pump was refilled at the next visit. The cause of the patient¿s numbness was unknown. The plan was to observe and refill at the next return. Per the hcp, they had done a side port myelogram and the devices were still working. Clinic notes dated 01/06/2021 indicated that over the last week the patient had been feeling ¿vibrating¿ sensations from her pump a total of 3 times. She stated that she had also had decreased pain control since mid-november. She denied hearing any beeping sounds from her pump. She was worried the sensations were similar to what she felt in 2017 when she had a pump stall (see manufacturer¿s report # 3004209178-2017-04034). The plan at the visit was for the patient to have a side port myelogram. A myelogram and rotor study were done on(B)(6) /2021 and the results was noted as ¿normal¿. The patient was seen again on (B)(6) 2021 and reported that during the (B)(6) fill the nurse noted 3cc of air and since that refill she had felt normal again. It was noted that she had improvement in withdrawal symptoms following recent fill. Her pain had been bad but stable. She was stable on her current dose of pump medications. Her non-pump medications were adjusted at the visit, and she was to return to the clinic in 3 months. The patient was seen again on (B)(6) 2021 and denied side effects from the previous pump refill. She did complain of worsening pain at the end of refill date. Additionally, she noted some nausea that had been ongoing for the past week. It was noted that the patient had her second covid vaccine last week and noted nausea with the first shot as well. The patient also noted that she wanted to be filled in the office due to possible concerns with the home health agency. Additionally, she noted some lower back pain that radiated to the right anterior thigh that had since resolved. The patient¿s primary concern at the visit was her concern regarding her intrathecal pump and the persisting nausea that had mildly improved beginning today. The anticipated residual volumes were consistent with previous refills and had not increased (read was 18.5 ml; 21.0 ml aspirated). The pump was filled and reprogrammed with the same settings, and the patient was prescribed zofran for the nausea. The plan was to monitor the pump volumes at refills and if persisting and worsening they would consider replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (19.7 mg/ml at 15.784 mg/day), dilaudid (5.2 mg/ml at 4.1663 mg/day), clonidine (182.0 mcg/ml at 145.9 mcg/day), and prialt (1.7 mcg/ml at 1.3621 mcg/day) via an implanted pump. The indication for pump use was arachnoiditis and spinal pain. The patient reported that in january 2021 she started having tingling numbness when she would bolus, so she hadn¿t used the ptm (personal therapy manager) since then. She stated that they found that ¿there was air in pump¿. Per the patient, they removed the air from the pump and that resolved the tingling numbness for the most part. Last night she started getting the tingling numbness again and today had been feeling ¿kinda wiggy like going through withdrawal¿. During the call, the ptm was used to check for an alarm and it was not showing any alarm. It was reviewed that if the patient was feeling off and thought that it may be the pump or the medication, she should follow-up with her managing physician right away.